Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient samples for cd 19 antibody results were erroneous with a bd facscanto ii cytometer 4/2 system ivd. It is unknown if results were used to provide treatment. The following information was provided by the initial reporter: it was reported that cd 19 separation is poor and its not a reagent issue. Additionally, on 2020-7-3 the fse provided the following additional information: customer is getting good results with other antibodies in the same channel and their instrument cst passes along with their rainbow bead set up- it is not an instrument issue. Customer does not want a cd 19 replacement as they have tested more than one lot and think it is not a reagent issue. They will do additional troubleshooting to determine if it was a sample prep issue - including buffers and incubation time /temp. Responses from the customer: were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? We tried our best to gate out the unwanted events but I¿m sure the immature cells cd38-, cd21- were artificially elevated. Any treatment provide to the patient based on the result? Unknown. Was there any harm to the patient? Unknown.

Event description:
It was reported that the patient samples for cd 19 antibody results were erroneous with a bd facscanto ii cytometer 4/2 system ivd. It is unknown if results were used to provide treatment. The following information was provided by the initial reporter: it was reported that cd 19 separation is poor and its not a reagent issue. Additionally, on (B)(6) 2020 the fse provided the following additional information: customer is getting good results with other antibodies in the same channel and their instrument cst passes along with their rainbow bead set up- it is not an instrument issue. Customer does not want a cd 19 replacement as they have tested more than one lot and think it is not a reagent issue. They will do additional troubleshooting to determine if it was a sample prep issue - including buffers and incubation time /temp. Responses from the customer: were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? We tried our best to gate out the unwanted events but I¿m sure the immature cells cd38-, cd21- were artificially elevated. Any treatment provide to the patient based on the result? Unknown. Was there any harm to the patient?" Unknown.

Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and the servicemax report, the root cause of why the customer obtained a false positive result where the separation of cd19 was poor could not be determined. However, it was confirmed by the tss (technical service scientist) on (B)(6) 2020 that the issue could not have been from the facscanto ii instrument because it passed cst and rainbow bead set-up. In addition, the customer was getting good results with other antibodies in the same channel. The customer¿s issue was resolved over the phone and the case was closed for no further issues. No engineer was need to be dispatched to the customer¿s site. Based on the investigation results, it could not be determined why the customer obtained a false positive result where the separation of cd19 was poor with the facscanto ii. It was confirmed the instrument was functioning as expected, however a possible outcome could have resulted from improper preparation of samples. No harm or injury was done, and no medical treatment was given. The safety risk is low as there was no impact to patient health or safety. H3 other text : see h10.